Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the customer alleged a fill estimate issue. Although requested, the customer did not respond to follow-up attempts made by tandem technical support. There was no reported impact to the customer's blood glucose level.